Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported cerebrovascular accident, thrombosis, pericardial effusion, and hemorrhage are unable to be determined. The reported patient effects of hemorrhage, thrombosis/thrombus, cerebrovascular accident, pericardial effusion, and cardiovascular death, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported hospitalization, unexpected medical intervention, and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3 and d6: dates estimated d4: the UDI number is not known as the part and lot number were not provided. Attachment: article titled ¿catheter ablation of concomitant atrial fibrillation improves survival of patients undergoing transcatheter edge-to-edge mitral valve repair¿.

Event description:
This is filed to report hemorrhage, thrombus, transient ischemic attack, and pericardial effusion this research article is a retrospective study designed to evaluate the impact of treatment regimens for concomitant atrial fibrillation (af) on survival of transcatheter edge-to-edge repair (teer) patients. Complications identified in the study included: hemorrhage, thrombus, transient ischemic attack, pericardial effusion, unexpected medical intervention, and hospitalization. In conclusion catheter ablation of af is superior to pharmacotherapy as it significantly improves the survival of teer patients in a psm analysis. Details are listed in the attached article titled, ¿catheter ablation of concomitant atrial fibrillation improves survival of patients undergoing transcatheter edge-to-edge mitral valve repair¿.